Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent: l4-5 anterior lumbar discectomy. L4-5 anterior lumbar fusion. Insertion of peek spacer device (14-mm spacer used). L4-5 anterior fusion. Use of bone morphogenic protein. L4-5 anterior instrumentation using anterior lumbar plating system (41 mm long plate used with screws 30 mm long) . Use of intraoperative fluoroscopy. Preoperative diagnosis: l4-5 degenerative disc disease. Low back pain. Per-op notes: "once the surgeon got down to the deepest areas of the disk space and were down to the posterior annulus, they did a variety of measurements and determined that a 14-mm spacer would be optimal. This peek spacer was obtained, filled with bmp, and inserted into the disk space." The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.